Event description:
Customer reported that: general system failure occurred during treatment in the same time that a caution alarm for pre-blood pump weight occurred. Before hand, a few blood pump malfunction were noticed. Blood loss volume: 230 ml.